Event description:
Affiliate reported that breakage of catheter was noted, and therefore needed to be replaced. It was implanted in 2008 and replaced in three months later.

Manufacturer narrative:
Historically for complaints of this nature, visual examinations of the returned valves have found cuts or tears in the catheter caused by contact with sharp instruments during a surgical procedure. Review of the device history records have found no discrepancies. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.